Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿inflammation at the injection site¿ and "firm nodules, swelling, redness and tenderness in all of the areas that were injected¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings: injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. 6. Adverse events: table 1 and 2. Injection site responses by maximum severity and duration (number/% of subject nlfs). Possible treatment site responses include: redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 2 syringes of juvéderm voluma® xc, in the lip with 1 syringe of juvéderm volbella® xc, and in the nasolabial folds with 1 syringe of juvéderm® ultra xc on unspecified dates. At an unspecified time later, the patient had a sinus infection. A week after the sinus infection, the patient developed firm nodules, swelling, redness and tenderness in all of the areas that were injected approximately a year post-injection. The physician later reported at an unspecified time that the patient's symptoms are getting worse. At an unspecified time later, the patient was treated by a doctor with steroids, antibiotics, hyaluronidase, 5-fu, kenalog, and 4 treatments of vitrase approximately 1-3 weeks apart. Symptoms are ongoing. This record represents the syringe of juvéderm® ultra xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00491 ((B)(4)). This MDR is being submitted for the third suspect product, juvéderm® ultra xc, also a device manufactured by allergan.